Event description:
Revision because of proximal subtrochantoral implant fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices were not possible as they were not returned. A search of the complaints databases against the contributing product/lot code combination finds no other reports. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. Review of provided patient x-rays and operative notes finds it cannot be determined, with the x-rays and operative notes provided, that the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.